Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that ever since their first implantable neurostimulator (ins) was implanted, they have noticed that their walking and fine motor skills (eating and writing) were affected depending on the active group. The patient explained that certain groups allow them to walk safely, but they are unable write or eat when those groups are active. The patient noted that certain groups allow for them to eat and write, but they are unable to walk safely when those groups are active. They have always noticed an uncomfortable "jolt" whenever they changed amplitude, which they confirmed had also occurred ever since their first ins was implanted. The patient was unclear as to whether this happened when increasing amplitude, decreasing amplitude, or both. The "jolt" sensation has been "gentler" since the percept pc was implanted and asked if the "jolt" sensation changed when they got the percept pc because the amplitude is measured in ma rather than volts. The patient was redirected to their healthcare provider for further discussion. The patient asked if their current leads have any pulse width limitations compared to sensight leads. No allegations were made regarding the le ads. Refer to manufacturer report #3004209178-2021-12250 for related device.